Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was "hardness and breakage of the rotating key to open and close the extension line" of a minicap transfer set. According to the reporter, there was a rupture of the transfer line. It was reported the patient denies the use of alcohol or other agents on the product. The set was replaced approximately two months ago. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed the twist clamp separated from the main body caused by broken occluder legs. The cause of the broken/damaged occluder legs could not be determined. Due to a photo only evaluation, the sample analysis was unable to confirm nor refute the report of clamp difficult to open and or close. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.